Manufacturer narrative:
(B)(4). Batch # m55453. The ec60a device was received for analysis with the anvil closed and with a gst60w cartridge loaded on the device. The cartridge was received fully fired and with cartridge deck damage. The damage to the cartridge is consistent with the device being clamped over a hard object. Upon further analysis a metal clip was found clamped between the cartridge deck and anvil. The clamping mechanism was noted to be damaged and the release button was received broken inside a bag. No further functional testing could be performed due to the condition of the device. One possible scenario for the broken release button is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open lobectomy procedure, the surgeon was stapling a vessel with the device and a white reload. The first three pulls of the firing trigger were as standard but when fourth pull was attempted to return knife, the device jammed and trigger was not able to be pulled. The surgeon tried knife reverse switch and managed to get the knife to the home position with the counter window now showing '0'. He tried to open the jaws, but they were jammed and would not open at all. Because of this, they had to open a new stapler and work around the jammed stapler until the lobe was removed from the patient. The device was then pulled from the tissue with the jaws still locked shut. The surgeon said that there was a clip within close proximity to the staple line but he does not believe any contact was made with the clip. Another like device was used to complete the procedure. There was a delay of twenty minutes. There were no adverse consequences for the patient reported. The patient is stable.